Event description:
It was reported that patient lost therapeutic effect. Patient was in "a lot of pain" and "strong stimulation sensation" at the scar located on stomach. New device was moved from stomach to "butt". In addition, stimulation did not "feel the same" in the legs for about the past 6 to 8 months. Patient used to feel stimulation up to shoulders and legs and now did not feel the stimulation. Patient fell often due to reflex sympathetic dystrophy (rsd) and had fallen in the last 6 to 8 months. Patient was in a wheelchair or used crutches. During physician appointment on (B)(6) 2012, it was discussed a possibility of a broken lead wire. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), product type programmer, patient product ID, 7426 lot# serial# (B)(4), implanted: 2004 (B)(6), product type implantable neurostimulator product ID, 3550-09 lot# lb8172, implanted: 2004 (B)(6), explanted: 2008 (B)(6), product type accessory product ID, 3550-09 lot# l85021, implanted: 2001 (B)(6), product type accessory. (B)(4).